Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power error. Customer reported pump has been exposed to temperatures below 41°f (5°c). Customer's blood glucose level was 98 mg/dl. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis